Event description:
It was reported that the patient had a loss of therapeutic effect. The patient had used the stimulation therapy for about a year after the system was implanted, but the wires had started to come out and the stimulation became uncomfortable, so the patient stopped using the therapy. The patient had attempted to use the stimulation again, but the stimulation therapy didn¿t ¿even work anymore¿ and the battery was ¿dead, too dead to charge.¿ the last time the patient had felt stimulation or charged was unknown. The patient ¿needed to get it taken out,¿ but didn¿t want to go through the surgery. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 37754, serial# (B)(4), product type: recharger; product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).